Manufacturer narrative:
The reported issue that there were devices labeled as broken was confirmed during a technical practice consultant site visit however the devices will not be returned for investigation. -no device or device logs were returned for investigation. -no device history or qn search was performed since no source device serial number was reported by the customer. -the file was opened to document the issue that was reported. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement. -no further investigation of this event is possible at this time. -the file may be closed based on the above facts.

Event description:
During a site visit, it was reported that devices were labeled as "broken", and no additional information is available.